Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and a shock due to supraventricular tachycardia (svt) on two occasions. Technical services (ts) discussed device reprogramming. No additional adverse patient effects were reported. This device remains in service.